Event description:
Per operative report: this valve was explanted due to mitral regurgitation. At explant, a leak was observed posteriorly around two pledgeted sutures and noted to be caused by vegetation. It was replaced with sjm 29mj-501.